Event description:
On july 31, 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that the lancets were missing from his onetouch ultra2 system kit. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he became aware that product was missing at an unspecified date and time at the end of (B)(6) 2015. The patient manages his diabetes with a combination of oral medication (gliptin 5mg once daily; glyburide 3mg, 2 tablets twice a day; metformin 1000mg twice a day; pioglitazone 30mg once daily). It is not known what action, if any, the patient took in regards to his usual diabetes management regimen in response to the alleged issue. However, the patient reported that ¿months¿ after he became aware of the alleged issue, he woke up with symptoms of ¿extreme sweating, fell down, dizziness, couldn¿t stand up, trouble sleeping, didn¿t know what day or time it was and was talking to dead people in his sleep¿. The patient claimed he took action of consuming more food and drink on (B)(6), 2015 at 6:00am in response to the symptoms and later attended the emergency room (ER) at 10:00am where he was treated with IV glucose. The patient claimed a blood glucose test was performed on the ER device on arrival at ER and a result of ¿34 mg/dl¿ was obtained. At the time of troubleshooting, the csr was unable to confirm if the closure seal on the packaging was intact prior to opening. The csr educated the patient on the correct box contents but was unable to confirm if there was missing product. The alleged issue remained unresolved. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after the alleged product issue began.